Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip (40102a1030) was inserted and deployed on the mitral valve. While deploying the clip, it opened to roughly 30 degrees. To stabilize the clip, an additional clip was successfully implanted. To further reduce mr, an additional xtw clip (40213r1025) was inserted and deployed on the mitral valve. However, the clip opened to roughly 20 degrees. Mr reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.